Event description:
It was reported that during a knee surgery the screw broke into 3 pieces after the surgeon inserted the screw and made a quarter turn. All parts were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpacked ar-4020c-08 fastthread biocomposite interference screw 8 x 20 mm serial/batch number (B)(6) was received for investigation. The visual evaluation found that the bio screw is missing half of its structure. The fragments generated during the break were not returned for evaluation. Functional testing was not performed because the device was received broken/damaged. The most likely cause of the reported and observed failure is user error, specifically improper bone preparation and/or misalignment during insertion.